Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a safety mechanism that did not activate was confirmed but the root cause could not be determined. The product returned for evaluation was one 21g b.braun safecan introducer needle. A gross visual inspection of the returned unit found that the safecan component was not returned. The metal clip was still present and found near the proximal end of the needle. The metal clip was functionally tested by attempting to slide the clip down the needle and over the needle tip. The metal clip moved without resistance and adequately covered the needle tip. However, without the safecan component the metal clip could easily be dislodged from the needle tip. Because the device was returned opened and used without the safecan, the complaint of a safety mechanism not activating correctly is confirmed but the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported nurse inserted introducer for PICC placement and the safety would not activate on the introducer. No other information was provided.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation.

Event description:
It was reported nurse inserted introducer for PICC placement and the safety would not activate on the introducer. No other information was provided.